Manufacturer narrative:
(B)(6). Results - bd received two photos from the customer facility for investigation. Visual examination of the 200 retained samples from the implicated lot number did not identify any instances of damaged tubes. The photos were evaluated and the customer's indicated failure mode for cracked tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there were cracks in the bd vacutainer® brand sst ii advance tubes. No injury or medical intervention reported.